Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to a number of the proximal stent wraps with struts raised and stretched. No deformation visible to the distal tip. (B)(4).

Event description:
During procedure after a successful implantation of a (B)(4) the physician intended to use a resolute integrity rsint27514x drug eluting stent, to treat a lesion normal calcification, 90 % stenosis, timi I-ii, middle vessel tortuosity. There was no damage noted to the packaging. No issues were noted when removing the device from the hoop. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. Lesion was pre-dilated. Resistance was encountered and stent deformation occurred during advancement of the (B)(4) through the (B)(4) guide catheter. The device did not pass through a previously-deployed stent. More force than normal was applied during advancement. It wasn¿t possible to push the stent forward. It was decided to withdraw the stent, and stent damage and deformation was observed post withdrawal. The procedure was completed using another resolute integrity drug eluting stent. No patient injury.